Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-16275, 3006705815-2022-16274. It was reported the patient had experienced a traumatic event. X-rays confirmed the leads had migrated. In turn, surgical intervention may be pending.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that both leads were explanted and replaced. Post-operatively, stimulation therapy was restored.